Manufacturer narrative:
The device was not returned for analysis. An event of heart block (complete heart block) after device implant was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported heart block could not be conclusively determined. The reported hospitalization and surgery were the results of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 29mm navitor vision valve was selected for implant on (B)(6) 2024 using a large flexnav delivery system. During the procedure the patient went into complete heart block while the non-abbott guidewire was introduced into the left ventricle. Temporary pacing was used throughout the remainder of the procedure. The device was implanted. The final implant depth was 5mm from the non-coronary cusp (ncc) and 7mm from the left coronary cusp (lcc). The patient remained in complete block. The patient was monitored for 24 hours but remained in heart block. A permanent pacemaker was implanted. The patient status was stable.